Manufacturer narrative:
The 70cc2 cable was manufactured march 3, 2015 and review of the device history record supports that there were no non-conformances noted during the manufacturing of the cable. Examination of the cable was unable to detect any failure of the cable to perform as expected. A cable ¿selftest¿ was executed using a vig 2 monitor. Cirris functional testing and sr720 lcr testing were all satisfactory and support that there was no failure involving the cable. No physical damage was observed and cco was run for over 10 minutes with no observed issues. It is unknown whether procedural processes or a specific circumstance played a role in the reported customer¿s complaint, as no fault could be assigned to any of the suspect devices and there was no evidence of any failure of any edwards¿ device to function appropriately. The monitor and cable will be returned to the customer and no further actions will be pursued at this time. We will continue to monitor for trends per procedure. Please reference report numbers 2015691-2015-01967 and 2015691-2015-01994 for the related devices; cco catheter and vig 2 monitor, respectively.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has yet to be received. A supplemental report will be submitted accordingly once the device is evaluated. Of note, two other reports have been submitted for related devices. Please reference report #2015691-2015-01967 and report submitted for device lot #vg016899.

Event description:
It was reported that the cco decreased from 4.0l/min to 1.0l/min over a period of 30 minutes. The expected value was 4.0 - 5.0 l/minute. It is unknown if an alarm or fault message was observed. At the same time, monitor displayed other parameters like ECG and map normally. Ico and svo2 were not measured. When the displayed cco value decreased to 1.0l/minute, measurement had stopped, so there were no patient complications reported.